Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father of a customer reported via phone call of high blood glucose of 404 mg/dl. Customer indicated that they have tried all remedies to lower the blood glucose including changing the insulin, infusion set, pump settings and reservoir but nothing has worked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.